Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks for the atrial arrhythmia with rapid ventricular response (rvr). The patient reported a syncopal event that correlated to this stored episode. The rhythm was not converted with the shocks. This ICD remains in service. No additional adverse patient effects were reported.